Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a failure of the control printed circuit board (pcb) at start-up. The service engineer checked and found that the technical error code was raised. He identified that the problem was the control pcb which needed replacement. No further information has been received despite reminders. If the reported startup error code appears, ventilation cannot be started. If a defect related to this startup code appears during ventilation, ventilation will stop and audiovisual alarms will be generated. As no part or device logs were returned for investigation, the problem could not be confirmed or a root cause determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a failure of the control printed circuit board at start-up. There was no patient involvement. Manufacturer's ref #: (B)(4).